Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020, the patient started noticing involuntary movement in their left arm, which is where the patient's reflex sympathetic dystrophy (rsd) was effected; loss of therapeutic effect was reported. The rep met with the patient on (B)(6) 2020 and ran an impedance check, which appeared to be "low." The rep reprogrammed around electrode 12 and turned down the intensity, which seemed to have resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep clarified they meant rsd.